Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and passed rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime, fill anomaly or error alarm noted during testing. The insulin pump was received with missing display window, bleeding lcd glass at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, broken battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and would not prime. The blood glucose reading was 162 mg/dl. The customer stated that this was the alarm's second occurrence. Advised replacement of the insulin pump. Nothing further reported.